Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer's reported issue occurred postoperative.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a disconnected light guide connector and image defects due to foreign matter adhering to the internal lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 70°, hd, had a disconnected light guide connector. The issue was found during inspection. The intended therapeutic procedure was urological surgery. The procedure was completed with the same device. There were no reports of patient harm.